Event description:
It was reported that the device showed a self-test failure. The type of self-test failure was not specified by the reporter. There was no indication from the foreign report source that a patient was involved.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The complaint indicated that the device had displayed a self-test failure. The device performs self-tests automatically as a design safety feature in order to alert the device user to malfunctions. In this case, the device correctly detected an internal problem and the malfunction alert system performed as designed. Evaluation of the device confirmed the reported malfunction. Inspection of the device's internal log file showed that the self-test system detected and recorded a "preamp external reference failure" error message on 8/11/06. This date precedes the foreign distributor's complaint date by several weeks but this is not especially unusual. The log file showed no evidence that a patient was connected to the device at the time of the problem. The error message shown in the log indicates that an internal voltage level on the device's preamp board was outside of a specified tolerance band. The fault on the preamp board could not be further isolated and consequently it was replaced to restore device operation. As a secondary finding, inspection found that the leads of an internal connector on the defibrillator board had penetrated an adjacent insulating barrier. This condition was repaired and the insulator was replaced to prevent the possibility of a future malfunction from an electrical short that might develop. The repaired device was then fully tested and returned to the customer after passing all performance testing.